Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date. The device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Attachment article titled: percutaneous edge-to-edge mitral valve repair: navigating the challenges of multiple mechanisms for mitral regurgitation.

Event description:
This is filed to report atrial septal perforations occurring during use of the steerable guide catheter. It was reported through a research article, that residual atrial septal defects with desaturation from right-to-left shunting and/or right ventricular dysfunction due to volume overload from left to-right shunting requiring closure devices occurred during multiple mitraclip procedures. Details are listed in the attached article, titled percutaneous edge-to-edge mitral valve repair: navigating the challenges of multiple mechanisms for mitral regurgitation. Please see article for additional information.

Manufacturer narrative:
Internal file number: (B)(4). The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The devices were not returned for analysis. The lot history record (lhr) could not be reviewed because the products were not returned for evaluation and the part and lot numbers were not reported. The reported patient effect of atrial perforation (atrial septal defect (asd)), is listed in the mitraclip system instructions for use, as a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported asd appears to be related to patient morphology/pathology and/or user technique/procedural conditions; and unrelated to the device since there was no reported device issue/malfunction during the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.